Event description:
It was reported this patient was seen during a normal follow up appointment and an automatic lead safety switch (lss) from bipolar to unipolar mode was observed. The physician performed isometrics in bipolar mode and high, out of range (>3000 ohms) pacing impedance was noted from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed which confirmed the ra and rv leads had damage due to clavicular crush. A lead revision procedure is anticipated to resolve the event. At this time, the ra and rv leads remain implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported this patient was seen during a normal follow up appointment and an automatic lead safety switch (lss) from bipolar to unipolar mode was observed. The physician performed isometrics in bipolar mode and high, out of range (>3000 ohms) pacing impedance was noted from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed which confirmed the ra and rv leads had damage due to clavicular crush. A lead revision procedure was subsequently performed in which the rv lead was explanted and the ra lead was capped and abandoned. Replacement leads were implanted to resolve the event. The rv lead was discarded and will not be returned for evaluation. The ra lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences.